Manufacturer narrative:
(B)(4). Conclusion: the actual device returned with the cannula cap detached from the cannula tabs and the cap inside a clear plastic bag was returned for evaluation. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. The device was disassembled and no damages were found on the internal components; indication of damage was noted on the cap, like it was stuck with something. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the white tip fell off of the device. The tip was retrieved, and the procedure was completed using another like device. There were no adverse patient consequences.